Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned data. The returned data were analyzed in detail. The analysis of the data showed no indications of a pacemaker malfunction. Rather, the clinical observation resulted from the selected parameter settings and a sensing event in the ventricular channel within the safety window. In response, the av delay shortened to such a degree that the pacing rate temporarily rose to 180 ppm. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation resulted from a combination of the chosen parameter settings and a ventricular event within the safety window. There were no indications of a device malfunction.

Event description:
Ous MDR - it was reported that the pacemaker paces in ddir mode in the atrium, during spontaneous non-sustained ventricular tachycardia with a tachycardia rate within the va intervals but above the uti (120/min), with up to 300 ms cycle length. No deterioration of the patient's state of health was reported.